Manufacturer narrative:
The associated stem was returned and evaluated. An analysis performed by our r&d department concluded the following: the ha echelon hip stem fractured by the initiation and subsequent propagation of fatigue cracking. The likely cause of the fracture was a lack of proximal support which has been seen in revision cases. This would subject the stem to fatigue loads at a more distal location on the stem. The lack of adequate proximal support would also cause a steeper orientation angle of the stem thereby causing an increase in stress and further decreasing the load carrying capability. The stem was likely well-fixed distally as evident by the observed bone on-growth. In cases with compromised proximal femoral support, the stem can be subjected to loads that are above the fatigue strength of the material which leads to the fracture of the stem. This type of stem fracture has been reported to the FDA for stems from other manufacturers where the conclusion reached for the fracture of the stem was a lack of proximal support. No material deviations in the hip stem were found during this investigation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. A review of complaint history did not reveal any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed due to implant fracture.